Manufacturer narrative:
Per tandem¿s user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose ranged from the 300s-400s (mg/dl). Customer used fiasp insulin and tandem's technical support educated customer on cartridge/insulin labeling. Reportedly, customer resumed insulin delivery with novolog insulin.